Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure for hemostatic treatment of varicose vein and esophageal varices performed on (B)(6) 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned and the handle had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed as the ligator housing was not returned. Upon analysis of the returned component, the handle had evidence that the trip wire was secured. The ligator housing was not returned; therefore, it is not possible to determine if this part had any sort of damage that could have affected the bands deployment. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure for hemostatic treatment of varicose vein and esophageal varices performed on (B)(6) 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.